Event description:
The customer received a questionable ion selective electrode (ise) sodium result for one neonate patient sample. The initial result was 156.5 mmol/l and was reported outside the laboratory. The doctor did not believe this result and the patient was redrawn. The result from the redraw sample was 140 mmol/l. The original sample was then repeated and the result was 140 mmol/l. The patient's current condition was provided as ok and there was no adverse event. The electrode lot number and expiration date was requested, but was not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. As the sample was a small volume and was collected in a micro collection tube, a sampling problem due to preanalytic handling issues was suspected.